Manufacturer narrative:
Zoom; csi box.

Manufacturer narrative:
The previous initial MDR report did not include the PMA/510(k)# for this particular product in this complaint. This follow-up report was issued to include the PMA/510(k)#.

Event description:
It was reported by service report that the zoom stopped working while in use.

Event description:
It was reported by service report that the zoom stopped working while in use.